Event description:
It was reported, the valve was implanted in 1999 and the pt was enrolled in the study. He was followed closely for 9 years, and it was noted that the peak systolic pressure drop across the prosthesis increased over time to 78 mmhg and the mean gradient to 32 mmhg. The valve was explanted and replaced with a 25 mm sjm valve. It was reported the pt did not experience any adverse consequences due to this event. Add'l info has been requested.